Event description:
In 2006, a clinical incident involving a procise ez plasma wand was reported to arthrocare corporation. During a tonsillectomy procedure, the screen from the tip of the plasma wand was reported to have detached approx 30 mins into procedure and was not retrieved. It is unk if the fragment remains in the pt. No injury was reported and the pt is reported to be doing well.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record was performed. The device met all specifications. No conclusion can be made.